Manufacturer narrative:
(B)(4). Date of follow-up report : 02/26/2016 one used lf1537 device was received for evaluation. The investigation found the latch did not function properly and the latch could not be retracted or released to open and close the jaws. The device was disassembled the latch tines inside the handle body were found to be broken. Stops and tensioner were added to the ergonomic fixture to prevent breaking ski's/levers during cycling on the manufacturing line was put in place for this issue. In addition, training was conducted with the assembly operators. This device was manufactured before the stops and tensioner was implemented. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws were difficult to open the first time that the device was used to cut tissue. There was no reported patient injury. Additional questions in regard to the incident have also been asked. Additional questions in regard to the incident have also been asked.